Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 472 mg/dl. The customer¿s current blood glucose value was 183 mg/dl. The customer treated high blood glucose with manual injection. The insulin pump will not be returned for analysis.